Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch (lss) for a low out of range right atrial (ra) pacing impedance of less than 200 ohms. The impedances have been less than 400 ohms for the past year and there was some undersensing noted. Isometrics were performed, and the impedance was around 250 ohms in both unipolar and bipolar configurations. Technical services reviewed an episode, which appeared to show loss of atrial capture. It was discussed the ra lead may not be functioning, and the physician previously could not verify ra capture due to an ongoing atrial arrhythmia. Additional information was received that the root cause for the clinical observations remains unknown. The clinic plans to continue monitoring the patient. This pacemaker remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this pacemaker's battery longevity has decreased. Technical services reviewed that the persistent fast right atrial (ra) sensing, despite having ra undersensing, is likely causing the decrease in battery longevity. Engineering analysis was performed, which confirmed the decrease in battery longevity was due to the high atrial rates. Technical services discussed programming options to help reduce ra undersensing, and also discussed getting the patient out of atrial fibrillation to help recover the battery longevity. At this time, this pacemaker and associated ra lead remain in service. No adverse patient effects were reported.